Event description:
It was reported that the catheter was inserted into the right femoral artery via a sheath without difficulty. The autocat 2 wave suddenly alarmed helium leak and stopped. The clinicians then noticed that the helium tubing was filled with blood. As a result, the catheter was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow up report will be filed when evaluation is complete.